Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to uterine prolapse, stress urinary incontinence, rectocele and pelvic pain and mesh was implanted with concurrent vaginal hysterectomy and burch cystourethropexy. It was also reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. It was further reported patient underwent left ovary removal in (B)(6) 2001 as well as diagnostic laparoscopy, rso and lysis of adhesions in (B)(6) 2002. (B)(4). This is follow-up 02 being resubmitted due to stalled acknowledgments.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.